Event description:
The hospital reported that during the saphenous vein harvesting procedure, two endoscopes were observed to have trapped moisture inside the lens from autoclaving. One of the scopes was used to complete the procedure. The hospital did not report any patient complications.